Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was unable to insert the connect adapter into the ilet chamber. The patient confirmed the connector was oriented correctly but could not lock it into place. The agent assisted the patient for an extended period, but the connector still could not be secured. The patient was on their last supply set and transitioned to backup therapy until replacement supplies were received. The agent confirmed the patient¿s shipping address and arranged for overnight delivery of replacement supplies. The patient reported that their bg levels were unaffected. The lot number for the connector was 31713, and the patient uses the contact detach infusion set. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.